Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. There were no ECG's being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issues resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no available information that the patient's heart rhythm was still visible to the operator with the loss of the signals, this event has been assessed as a reportable malfunction. A lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/7/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. There were no ECG¿s being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issues resolved. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.